Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Device battery status of "depleted¿ reached on (B)(6) 2016. Progressed from "maturing" to "depleted" without recording an "ageing" date as would be expected. Current voltage and impedance measurements do not meet depletion criteria.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check in (B)(6) 2016 battery estimation to elective replacement indicator (eri) indicated 12 months. At ipg follow up check in (B)(6) 2016 replace pacer message showed. The ipg indicated as premature battery depletion/unexpected longevity. The ipg remains in use, and is planned for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery.